Manufacturer narrative:
H4: correction: in initial report, the manufacturing date was (B)(6) 2007. The correct date is (B)(6) 2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Patient presented with anterior basement membrane dystrophy (abmd) on both (ou) eyes. Photo-therapeutic keratectomy (ptk) was performed on (B)(6) 2020 to address the abmd. Four days post op, the physician observed corneal ulcer on both (ou) eyes. The right (od) ulcer has healed. However, the patient is being treated for a severe (B)(6) corneal ulcer in her left (os) eye. Pre bcva: right (od) eye 20/40-3, left (os) eye 20/80. Post op bcva: right (od) eye 20/50-1, hand motions.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.